Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were successfully implanted into a pt for the endovascular treatment of a 3cm abdominal aortic aneurysm and a 4 cm right common iliac artery aneurysm in 2004. Vessel morphology is unknown. Completion angiogram showed the graft to be widely patent. It is reported that post-operatively the pt developed coolness of the right lower extremity in an area where an aortic extension cuff, the ipsilateral limb of the bifurcated stent graft, and an iliac extension limb overlapped. It was reported that the pt was taken to the operative suite where right femoral exploration and thrombectomy followed by balloon dilatation were performed. No additional sequelae were reported and the pt is reported to be fine.